Event description:
Advanced bionics cochlear implant failed and caused shocks to my daughters' head. Implant was replaced in (B)(6) 2015, faulty implant was supposed to be studied by engineers at advanced bionics but was told on (B)(6) 2017 the hospital surgical staff never sent in the failed device and lost it. This happened at (B)(6).